Event description:
Healthcare professional reported deflation against left device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation against left device. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one curved opening, white particles in device outer surface and flat creases. A microscopic analysis and leak test were performed which identified five openings striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: five openings striated in the side anterior/radius assessed as surgical damage.